Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the motor error alarms. The motor passed the motor test. The device had broken battery tube threads, cracked reservoir tube lip, and cracked display screen.

Event description:
It was reported that the insulin squirted out after the insulin pump alarmed motor error. No further information was provided.